Manufacturer narrative:
E1: patient city: (B)(6) patient country: united arab emirates.

Event description:
Reference number (B)(4) event occurred in united arab emirates. It was reported that the patient went to an emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to hyperglycemia event. Blood glucose level was above 400 mg/dl at the time of the event and patient got treated with intravenous drip (IV) insulin. The duration of hospitalization was for five days. Patient was found positive for high ketones level. Ketones level was more than 3 mg/dl at the time of the unit. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. Complaint investigation results: a complaint investigation has been initiated for record complaint (B)(4) on 15-jul-2025. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 5352696 was manufactured according to the work instruction (wi) version 69 on 30-may-2021, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded trending: a query was run in database on 15-jul-2025 against harm code untreated diabetic ketoacidosis which the patient is unable to self manage requiring intervention by a health care professional (hcp) or requires emergency advance, malfunction code no malfunction describe and lot 5352696 and no more complaint has been registered in database for the same lot, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, the test on reference samples were not tested since a no malfunction related to the infusion set was reported, therefore no further actions are required. This complaint will not require further root cause investigation nor CAPA plan.

Event description:
To date no additional patient or event details have been received.